Manufacturer narrative:
Additional information: b5, h4, f10/h6: medical device problem codes (remove (B)(6), h6 (update codes), h11 b5: upon clarification, there was no allegation of a leaking device. The device was not properly clamped when bagging the device for evaluation. H4: the lot was manufactured between october 25-28, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped working around the 43 hr mark and the balloon was almost full. This occurred during patient infusion with the device connected to a non-baxter luer access device and port-a-cath. The device was filled with 4800mg fluorouracil in sodium chloride 0.9% having a total volume of 230ml. Upon device quarantine, leakage was observed in the purple bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.